Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty (bav) was performed and the valve dislodged upwards in the annulus. After review of echocardiogram and angiogram, the valve was snared out of the annulus and into the ascending aorta. A second valve was successfully implanted in the annulus. No additional adverse patient effects were reported.